Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual inspection of the returned device showed excessive wear of the device with deep nicks and the post and piece of the condyle is fractured off. The intraop photo provided shows that ps post was fractured and dislodged. Surgical notes were not provided. Analysis of the returned device per sem states that explant was examined under magnification using a keyence microscope. The returned bearing shows signs of potential fatigue fracture of the post near the base of the post. Damage observed is consistent with in vivo usage with indentations/abrasions possibly caused from third body debris, damage at posterior edge of bearing from potential contact with impinging femoral hard tissue. Evidence suggests possible joint laxity that may have contributed to notching near the top of the post, rotational impingement damage on the post, and possible overloading. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date and subsequently the patient was revised due to instability, fracture, and dislocation. There is no additional information at this time.